Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that after the right ventricular (rv) leadless pacemaker (lp) was released during the implant procedure, the lp became partially dislodged. Upon investigation, the lp was implanted near the left ventricular outflow tract which caused the lp to become unstable. It was difficult to retrieve with a retrieval catheter, but eventually it was successfully explanted and replaced. The patient was in stable condition.